Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation. Updates/corrections made to sections d6b, g3, g6, h2, h10.